Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-01300. It was reported the patient experienced ineffective stimulation. Reprogramming attempts were unsuccessful. X-rays were taken, but the results are unknown at this time. As a result, the physician explanted the two leads and replaced them with one new model. Postoperatively, effective therapy was restored.